Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after use the bd vacutainer® 9nc 0.129m plus blood collection tubes had overfill. This event occurred 2 times. The following information was provided by the initial reporter: the customer states "the 2 cases they received aren't usable as they are overdrawing." Tubes are overfilling.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to draw volume as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported after use the bd vacutainer® 9nc 0.129m plus blood collection tubes had overfill. This event occurred 2 times. The following information was provided by the initial reporter: the customer states "the 2 cases they received aren't usable as they are overdrawing." Tubes are overfilling.